Event description:
It was reported by the sales rep that the package of the clip applier has a hole in it. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Results: external cause the complaint indicated that the package had a hole. One sealed package was returned with no sales unit carton. An adhesive label was pressed onto the package to identify the package as ¿stores er30¿ and this is not a label applied at the packaging facility. The package was in poor condition with wrinkles and signs of excess handling. The package was visually inspected and it was confirmed that damage was present on the tyvek lid. Scrapes in a linear pattern were present and a hole was present in the tyvek over the device knob. The package was opened for further inspection. The inner surface of the tyvek was found to have deep indentations from the fins of the device knob. It appears that the package was stored outside of its carton and was damaged by heavy compression on the package that caused hole to form over the knob where the fibers of the tyvek separated from wear and pressure. All packaged product is visually inspected after sealing and is immediately placed into a carton and then into a corrugate shipper. Random sample inspection was performed and no defects were noted. No carton or shipper was returned for examination and it is unknown what the storage conditions are after the product has left ees. The damage was caused by inappropriate handling or storage and occurred external to ees.